Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation revealed that the ICD had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was hospitalized untill further details of this code 1003 can be obtained. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded on (B)(6) 2017. The battery voltage was lower than expected[, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
At a later date, additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The ICD was later returned for laboratory analysis.

Manufacturer narrative:
Multiple attempts to obtain additional information on this event were unsuccessful. Our records currently indicate that the ICD still remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.